Event description:
Journal reference: diamond et al. "Problems with deep brain stimulation devices referred to private practice for follow up." Parkinsonism relat disord 2007;13(8):520-523. Retrospective review of 9 patients implanted with deep brain stimulation (dbs), initially programmed at other centers and referred to community practice for follow-up. In community practice, patients were re-evaluated, which included review of pre-dbs records, and assessed by movement disorder physician. Pre-dbs diagnosis was subsequently modified for 3 pts. Overall, mean age of 57.8+/-12.9 years with age at implantation of 55.4+/-13.9 years. Reportable event: of 7 patients who felt they had suboptimal dbs response, 2 patients had misplaced leads that resulted in poor patient response and were referred to academic medical center for re-implantation.